Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was bloody. Inspection revealed tip damage (flattened), and a kink in the hypotube located 71.2cm from the tip of the device. Analysis of the rest of the device found no other damage or defect.

Event description:
It was reported that the collar was fractured. The target lesion was located in the right coronary artery. A guidezilla guide extension catheter was selected for use. During introduction, outside the patient, it was noted that the collar was fractured. The device was removed from the patient's body without any intervention and the procedure was completed with another of the same device. No patient complications were reported and patient was stable post procedure.

Event description:
It was reported that the collar was fractured. The target lesion was located in the right coronary artery. A guidezilla guide extension catheter was selected for use. During introduction, outside the patient, it was noted that the collar was fractured. The device was removed from the patient's body without any intervention and the procedure was completed with another of the same device. No patient complications were reported and patient was stable post procedure.